Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information.

Event description:
It was reported "it was reported that the hcp failed to fire the skin stapler during use on patient". The patient's current condition is reported as "fine".

Event description:
It was reported "it was reported that the hcp failed to fire the skin stapler during use on patient". The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn # (B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The trigger was returned partially engaged. Clear evidence of use in the form of biological material was observed on the device. The stapler was returned with zero staples remaining in the cover block, indicating that every staple was fired by the customer. Because the stapler was returned with no staples remaining, functional inspection could not be performed. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jamming - staples not firing" was not confirmed based upon the sample received. The stapler was returned with no staples remaining in the cover block. For this reason, functional testing could not be performed, and the reported complaint could not be confirmed. The complaint could not be confirmed as manufacturing issue without functional testing as each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. Additionally, a DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.